Event description:
Boston scientific received information that the patient implanted with this device system reported symptoms of "feeling funny". Upon interrogation, right ventricular (rv) and right atrial (ra) oversensing was observed. A surface electrogram confirmed inappropriate pacing inhibition of two to four beat pauses. The patient implanted with this device reported symptoms of lightheaded and syncopal episodes. It was then reported that an invasive revision procedure was performed and the device was explanted due to a loose header. The device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. Mechanical manipulation of the header found it to be intact with no noticeable flexing under a high resolution microscope. A high resolution x-ray found that the ventricular tip feed-thru wire was fractured, which likely resulted in the observed pacing inhibition and oversensing.